Event description:
It was reported that during a umbilical hernia tapp da vinci-assisted surgical procedure, the surgeon console had issues. The customer contacted the technical support engineer (tse) and reported that after the procedure, the left eye image at the console intermittently displayed vertical color bars before returning to normal. The issue occurred at the end of the case, and the surgeon resolved the procedure by closing the left eye. There were no related errors found in the logs. It was confirmed that there was no user at the other console and the tower setting was configured to the right eye. Troubleshooting began with guidance to place the tower on the left eye and attempt to recreate the issue, which was unsuccessful. The tse suggests returning the scope of this case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said it was a dual console procedure. The customer abandoned one of the surgeon console due to issue with left eye and the procedure was completed robotically with the other console. There was no injury or harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed numerous troubleshooting steps and found a degradation in the blue fiber cable (bfc) light panel. The system was tested and verified as ready for use.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and field service engineer (fse) field evaluation. The fse was unable to confirm or replicate the reported complaint. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.